Manufacturer narrative:
Received one opened dispoz-a-bag leg bag with the original unit packaging. The reported event was unconfirmed. During the evaluation, the problem could not be reproduced. Per the visual inspection, it was noted that a straw was inside the drainage tubing and drainage bag. The straw was removed and the sample was reviewed as indicated below: reviewed the inlet tube of the bag where the flutter valve is sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bend or had any type of obstruction and no problem was found. Reviewed the embossed of the flutter valve, which is on the external part; therefore, the assembly is correct. Reviewed the embossed of the clear vinyl of the leg bag, which is on the internal part; therefore, the assembly is correct. Reviewed the peripheral seal, rotary seal of the bags and no problem was found. No problem could be noticed on the received sample. During functional evaluation, the liquid flowed continuously toward the interior of the bag until it was filled to its maximum capacity. No problem was observed when the liquid was drained out from the bag. Additionally, the embossed of the leg bag and flutter valve were found correct. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bag had a vapor lock. As a result, the nurses allegedly used a straw to open the bag in an attempt to prevent the vapor lock from occurring.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time.

Event description:
It was reported that the bag had a vapor lock. As a result, the nurses allegedly used a straw to open the bag in an attempt to prevent the vapor lock from occurring.